Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic gynecological procedure on (B)(6) 2013 and suture was used. During the procedure, the needle broke in the muscle. The surgeon searched for the tip of the needle using dissection. Currently, the patient is fine.